Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the intern conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the following additional information was provided: the image appeared to show damage to the conductor wire insulation, but the high brightness made it difficult to determine if there were any missing pieces of the insulation.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a compromised insulation cable observed in spd with 4x magnification per IFU. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image appears to show damage to the conductor wire insulation, but the high brightness makes it difficult to determine if there are any missing pieces of the insulation.